Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. The fei number is the same 3010293992.

Event description:
The compliant was reported by a customer from the USA: pump error.

Event description:
The compliant was reported by a customer from the USA: pump error.